Event description:
It was reported on (B)(6) 2026 by (B)(6) from daybreak that a daybreak classic device had a crack. The 49 year old, male patient woke up in the middle of the night feeling the crack on the back tray on (B)(6) 2026. There was no harm caused and no outside clinical evaluation was sought. The patient was advised to discontinue use and a remake was ordered. The patient was further advised against using tablets cleaners.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).